Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no issues were observed. Meter powered on with button depression and strip insertion. There was no power issue with the strip port. A blank screen was not observed. The complaint is not confirmed. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that in late (B)(6) 2018, he was asymptomatic but unable to check his blood sugar so his partner took him to an emergency room where he was diagnosed with hyperglycemia and injected with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no issues were observed. Meter powered on with button depression and strip insertion. There was no power issue with the strip port. A blank screen was not observed. The complaint is not confirmed. (PMA 510k#) was incorrectly documented in the initial MDR report.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that in late (B)(6) 2018, he was asymptomatic but unable to check his blood sugar so his partner took him to an emergency room where he was diagnosed with hyperglycemia and injected with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event. Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that in late (B)(6) 2018, he was asymptomatic but unable to check his blood sugar so his partner took him to an emergency room where he was diagnosed with hyperglycemia and injected with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.